Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. A 61-year-old male patient underwent uncomplicated, cataract surgery with well-positioned, in-capsule implantation of a +23.0 diopter lal (sn: (B)(4) in the right eye on (B)(6) 2021. Examination on postoperative day 1 (pod1) showed findings consistent with tass (toxic anterior segment syndrome), which was also reported in 3 other eyes operated the same day using iols from different manufacturers. The tass outbreak was potentially linked to a pharmaceutical lot common to all cases. Despite aggressive management of tass, the eye required descemet stripping automated endothelial keratoplasty (dsaek) two months after surgery. The patient admitted to non-compliance with uv protection following dsaek procedure leading to a central zone of polymerization from ambient light exposure. The lal was explanted and exchanged with a different iol six months after surgery. The explanted lal was not returned to rxsight, but was analyzed by the university of utah ophthalmic pathology group, which noted a paracentral elevation on the lal. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal) was explanted due to patient non-compliance with uv protection which led to an ambient zone formation. Rxsight's first awareness of this event was on (B)(6) 2022.